Event description:
As reported by the user facility: product came apart approx 5 inches from the end during a chemo infusion. Chemotherapy agent: not available. Clinician did not come in contact with chemo agent. F/u info provided indicated the drug as paclitaxel. The facility indicated no one suffered any adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual IV set in the incident was returned to the MFR to be evaluated. The used sample was disconnected at the bonded joint where the tubing is inserted into the regular bore nut of the ultrasite y valve. There was evidence of solvent residue on both parts, indicating solvent was applied at the joint per specification. The critical dimensions of regular bore nut of the ultrasite y valve and the tubing were measured and found acceptable. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot # or catalog #.